Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician attempted to put a pin plug into the high voltage port of the cardiac resynchronization therapy defibrillator (crt-d) but was unable to seat the pin completely. After multiple attempts a second pin plug was used with the same results. The physician used a torque wrench to pull back the set screw to ensure it was completely back. The set screw was able to be inserted after much force. The device remains in use. No patient complications have been reported as a result of this event.